Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation.

Event description:
It was reported that the nim 1.0 was unable to boot when the medical team was preparing for a parotidectomy case. Upon powering on, the screen would flash between boot text and the version number. They had to abort using the nim. The patient was already under sedation in preparation for anesthesia. The sedation was discontinued, the case was rescheduled, and the patient was not injured in any way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.